Event description:
It was reported that during device preparation, the tip of the novel lead was bent. The lead was not used and was replaced with a new one on (B)(6) 2022. No patient consequences reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of the tip was bent was not confirmed. A completed lead was returned in one piece. Electrical, visual and x-ray examinations of the lead did not find any anomalies.

Manufacturer narrative:
The reported event of the tip was bent was not confirmed. A completed lead was returned in one piece. Electrical, visual and x-ray examinations of the lead did not find any anomalies